Event description:
Spontaneous communication from pt who reported curlin pump malfunction during infusion and unable to complete full dose, 22.5gm missed dose of 45gm. Per patient, when program got to the 4th dose, downstream occlusion/alarm beep appeared. Pt tried checking the tubing for kinks, but tubing was clear. She restarted the infusion at this point and got to the same step and this process repeated again at step 4. Patient stopped after second failed attempt. Patient has pump to return. Serial number (B)(6). Maintenance due date is unknown as not reported. No adverse events reported. No additional information available. Indication: other common variable immunodeficiencies; common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.